Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The dentist has exceeded the recommended installation torque (60 ncm).

Event description:
(B)(4)- the dentist reported that 1 month after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, 80ncm of primary stability was achieved, the patient presented bone type ii, immediate implant procedure was performed and trauma over the implant has occurred.